Manufacturer narrative:
This report is filed january 22, 2016.

Event description:
Per the clinic, the patient experienced pain with device use and was unable to wear the device. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.